Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that the delivery catheter was unable to release the ralp. It was noted that the tethers were fracture, the ralp was removed and the phsician elected to complete the procedure using a new delivery catheter and ralp. The patient was stable following the procedure.